Manufacturer narrative:
Visual inspection of the returned using gold-tite® square uniscrew by the complaint investigator confirms that the screw has fractured on the threads of the screw. The hex of the device has also been damaged. A lot number was not provided therefore a DHR could not be conducted. A definitive cause for the screw fracture has not been determined.

Event description:
The doctor indicates that after being in the patient's mouth for two years, the abutment screw has fractured.